Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the patient who reported that nothing was done to resolve the issue as he had not found a healthcare professional yet. He declined physician listings at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included strokes which were prior to the pump. The patient reported withdrawal symptoms, increased pain and difficulty walking. This was a sudden change in therapy/symptoms. The patient had moved to a different state and left before his last refill which was supposed to have been on (B)(6) and alarm date was (B)(6). The patient had called their previous healthcare provider¿s office on saturday, however the office was closed and he left them a voicemail. The patient requested physician listings. No further complications were reported.